Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider made recent changes to their basal rate and bolus settings; the patient stated that their basal rate was not functioning properly. The reporter stated that they are taking prednisone for a separate medical condition. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable, and the time and date reset to default was unable to verified from the available black box. The current black box showed a manual time change. The pump was run for 24 hours and the battery was removed for six hours. The battery was reinserted for 6 hours without power and the time and date reset to default settings. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad.